Event description:
It was reported that during an unknown procedure the device got jammed. The surgeon had to force on the staples collar. This led to a leakage (breach of the sealing). The operation had to be continued manually.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please provide more details for "device got jammed"? Could you please provide more details how device was removed? Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer : the device remained attached to the two turns at the level of the forceps to remove it. It is indeed an end-to-end colorectal anastomosis. The staples on the posterior side of the anastomosis were far apart, with a leak during the air test. I had to completely redo the anastomosis, after hearing both ends, using the coelio route. The patient therefore had to be asleep for another 1.5 hours, and we monitored him in intensive care. We informed him of this incident, which generated a lot of stress. Additional information was requested, and the following was obtained: was the patient's post-operative care altered in any way besides observation in ICU? If yes, how? What does ¿continue manually¿ mean? Did the procedure have to be converted due to the issue? Were the staples malformed? Did the procedure start in a laparoscopic fashion and converted to open (coelio) or did the procedure start as an open laparotomy? Answer : the monitoring in continuing care was extended, the patient is still very distressed by this incident, and calls regularly and returned for early consultation for close follow-up. I think you must be wrong about the term ¿manually¿, I said in full. The procedure was modified to the extent that we repeated the tightness test multiple times, as well as the entire anastomosis, after cutting and exteriorization via the suprapubic route. Subsequently, the tightness tests on the new anastomosis were done and redone, the procedure was extended by approximately 1 hour 15 minutes. Which means that everything was done by laparoscopy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the surgeon complete 2 full 360 degree counterclockwise revolutions? What is meant by the device jammed? Was it stuck during firing or removal? When was it identified that the device was difficult to remove? Did the surgeon do ½ to 1 full revolution turn of the rotation knob as instructed in the IFU. What were the indications for surgery? How long was the hospitalization prolonged? Was the procedure converted to open? What surgical procedure was performed? What is the surgeons experience with the device? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.